Event description:
The original procedure was performed on (B)(6) 2014: a main body stent-graft of 27mm of diameter was implanted. Intra-operative imaging showed a type 1a endoleak. Two competitor proximal extenders were then implanted on the neck and two competitor distal extenders were implanted, one at the end of the each leg (right anf left). According to the complainant, a slight type 4 endoleak was present at the end of the procedure. On the next day, (B)(6) 2014, the patient's aaa ruptured. A re-intervention was performed to place an additional competitor extender inside of the stent-graft. According to the complainant, the patient died due to excessive bleeding. The complainant believes the main body proximal diameter should have been 31mm and not 27mm. Implanted devices: sg-hbb-27-111; lot number: bw48330-1; exp. Date: 02/28/2016; manufacture date: 02/2014.; sg-hbl-90-16; lot number: bz48341-1; exp date: 02/28/2016; manufacture date: 02/2014.

Manufacturer narrative:
UDI#: (B)(4). A full review of the device history record has been carried out with no anomalies identified; product was manufactured and released for sale in accordance with specifications. There is no information to suggest that the device has not met the final release criteria. The wrong sizing of the stent-graft main body - as stated by the physician - and all attempts to exclude the entire length of the aneurysm by implanting 4 extenders may have contributed to the aneurysm rupture. The IFU was reviewed and it states: "each stent graft must be ordered in a size appropriate to fit the patient's anatomy. Physicians should use adequate diagnostic techniques, including CT imaging, to evaluate fully the individual needs ot the patient." No further updates required. The risk management file was reviewed and rupture of aorta is listed in lombard medical hazard analysis, rupture aorta. No further updates are required. There is no data to suggest the device has not worked as intended.